Event description:
It was reported that during a polypectomy procedure, the "electricity didn't run" after the power was turned on a dis micro hex olympus snare. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "good".